Manufacturer narrative:
Depuy spine has been advised that the screw is being returned for evaluation. A follow up medwatch report will be filed upon receipt of the device and completion of the evaluation.

Event description:
International affiliate received notice from pt's attorney that revision surgery was performed due to breakage and loosening of expedium pedicle screw at s1. On (B) (6), 2010, it was learned that the event involved two separate pedicle screws and not one screw was originally reported. One screw is reported to have broken in situ and the second screw is reported to have loosened. This medwatch report is for the loosened screw. Follow up mfg medwatch report no. 1526439-2009-00178 is being filed for the broken screw that was involved in this event.